Event description:
It was reported that during a lap colon procedure, after the first handpiece was installed and used for a short time, the defect appeared. No patient consequence reported.

Manufacturer narrative:
(B)(4) date sent: 3/27/2026 d4 batch #: additional information was requested and the following was obtained: did the generator display any error messages and if so, what were they? Yes, replace instrument did the device pass the pre-test? Yes, instruments has passed pre-test before using had the device been working and then stopped? Yes, instruments has been working normally for a while, then error occurred and stopped. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to an energy systems and did activate during functional testing. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Analysis determined the device was possibly used in more than one procedure, based on generator data, although it is intended and labeled for single patient use. If the device is connected to multiple generators, an alert screen will indicate that certain features are not available. Due to evidence of possible reuse, the impact on device performance and root cause cannot be determined. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a97h20, and no non-conformances related to the reported complaint condition were identified.